Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that he had changed the infusion sets twice, and both times his blood glucose kept rising without his eating. He stated that he tried to compensate with a bolus, which brought his blood glucose down a little, but the blood glucose rose again. He changed the infusion set again and reported that everything worked fine thereafter. The customer's blood glucose was 180 mg/dl. He noted that on occasion, he was unable to prime the infusion set. He noted that he had received no delivery alarms on bent infusion set cannulas as well. He tried to correct by removing the reservoir, removing tubing from the site, filling the cannula and reconnecting; he stated that neither attempt worked. His blood glucose rose as high as 250 mg/dl before the set changes. The customer reported that the alarm was resolved by a reservoir change and agreed to return the infusion set and reservoir for analysis.